Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was implanted: pxl161207/(B)(4) UDI# (B)(4). The devices remain implanted and are not available for analysis. This code is used to describe a type v endoleak. Further information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and /or persistent endoleak. Additionally, the IFU states: in response to the aneurysm enlargement rates associated with the original gore® excluder® device, gore enhanced the design of the device by making changes to the graft material that decreased the overall permeability of the device. The low permeability gore® excluder® aaa endoprosthesis was approved by the FDA and released in june 2004.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6), 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 52mm in diameter and was implanted with gore® excluder® endoprostheses. It was reported that during the initial procedure the left renal artery was intentionally covered. The patient tolerated the procedure. On (B)(6), 2015, the follow up computed tomography angiography showed the maximum diameter of aortic aneurysm/lesion was 52mm. Reportedly, from (B)(6), 2016 till (B)(6), 2020, computed tomography angiography showed that the maximum diameter of aortic aneurysm/lesion increased in size from 46mm to 57mm. On (B)(6), 2021, the follow up computed tomography angiography showed the maximum diameter of aortic aneurysm/lesion was 50mm. It was reported that on (B)(6), 2021, a type ii endoleak was identified. On (B)(6), 2021, the patient underwent additional procedure to treat a suspected type ii endoleak. During the procedure an angiogram of the superior mesenteric artery and a marginal artery was performed. Also, there was no evidence of a type ii endoleak from the inferior mesenteric artery. Additional angiogram was obtained without any evidence of a type ii endoleak arising from a lumbar artery. The right common and internal iliac arteries were also checked and there was no evidence of a type ii endoleak. The decision was made to re-line the previous graft. Two 36mm aortic cuffs were deployed. Next, the 14mm limb was advanced on the left side and deployed after the angiogram was performed to determine the location of the left internal iliac artery. The 2 devices (12mm x 7mm and 14mm x 7mm) were advanced on the right side and deployed. The limbs were post dilated with an armada balloons (14mmx40mm). Reportedly, the abdominal aortogram was obtained demonstrating no evidence of endoleak with patient bilateral renal arteries and the patient left accessory renal artery. The patient tolerated the procedure. The physician (dr. (B)(6)) explained that it was initially thought to be a type ii endoleak per the imaged on CT and angio. However, when the surgeons got in there to fix it they found that it was a type v endoleak which means they don¿t know where the leak is or why it¿s happening. Dr. (B)(6) believes that the leak is not related to the devices or procedure as the aneurysm was growing, and it was believed that it was not caused by the device. However, in 6 months to a year he will be able to determine better if the sac stops growing but he will not know before then.